Manufacturer narrative:
An investigation is currently underway, upon completion the results will be forwarded.

Event description:
It was reported to tyco/kendall healthcare that a customer had a problem with the lap sponges. The customer reports some cotton threads from the sponge did fall in the surgical cavity. No pt injury reported.